Manufacturer narrative:
(B)(4). A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Insulin pump had missing reservoir tube o ring.

Event description:
The customer reported via phone call that the cracks near reservoir casing and reservoir was still secure. Customer's blood glucose value was unknown at the time of the incident. Customer stated that no insulin was leaked. The device will not be return for analysis.